Manufacturer narrative:
(B)(4).

Event description:
It was reported during routine clinic visit, the device could not be interrogated. The patient does not recall feeling a vibratory alert triggered at eri. The patient also mentioned that his device felt incredibly hot for a duration of 20-30 minutes. The device was explanted and replaced. No further symptoms were felt after this event.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.